Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 70% stenosed target lesion was located in the calcified and tortuous left anterior descending artery. The lesion was predilated with a 2.25x8mm apex balloon, first to 10 atms for 20 seconds then to 12 atms for 15 seconds. The 2.25x12mm taxus express2 atom drug eluting stent (des) was advanced to the lesion but was unable to cross the lesion. The device was removed and damage to the proximal end of the stent was noticed. Wires were exchanged and the procedure was completed with a non bsc stent. No pt complications were reported with the pt's current condition listed as "fine".